Manufacturer narrative:
Medical device problem code - 1494: off-label use (under 21 yrs of age at date of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -13.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Intraoperatively the lens was removed due to the lens tore during injection/delivery into the eye. There was no patient injury. On this date in a separate surgery a replacement lens was implanted of the same length and this resolved the problem.